Manufacturer narrative:
Gtin for primary set 2426-0500, lot 16107026 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary minibag infusion of cefazolin was attached to a primary ns infusion which was running at 80 ml/hr. The secondary was intended to infuse at 135 ml/hr but was noted to be immediately flowing fast in the drip chamber. The infusion was stopped and reprogrammed at a rate of 20 ml/hr to check it and it again started flowing fast. The customer¿s internal review of their infusion data indicated the secondary had been properly programmed. The facility biomed tested the involved pump and tubing and was not able to replicate the issue but noted that the primary drip chamber was full when he received it and he suspects a check valve failure. His testing found the device was infusing 6% below specification. The customer requests an event log review in addition to testing of the tubing. There was no patient harm.